Manufacturer narrative:
During the investigation, it was determined that the "small focus" of the x-ray tube failed. If a focus fails on systems of this older version, x-ray release is no longer possible. If a focus fails on newer system versions, there is an automatic switch over to the next larger focus. In that case, release of x-ray is possible. The change over to the newer version tubes occurred in 2003. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis ba system. A customer reported that x-ray release was not possible by (B)(6) and no x-ray image was available on the live monitor. The examination was aborted. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the "small focus" of the x-ray tube failed. If a focus fails on systems of this older version, x-ray release is no longer possible. If a focus fails on newer system versions, there is an automatic switch over to the next larger focus. In that case, release of x-ray is possible. The change over to the newer version tubes occurred in 2003.